Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, but the lead made noise and amplitude measurements could not be performed during its implant. The root cause of the lead noise is unknown. Another lead was implanted in rv lead's place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner insulation integrity, and wire insertion. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to field g2: report source (other)

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, but the lead made noise and amplitude measurements could not be performed during its implant. The root cause of the lead noise is unknown. Another lead was implanted in rv lead's place. No adverse patient effects were reported. The lead was returned for analysis.